Manufacturer narrative:
The golvo mobile lift in intended to be used for transferring patients between devices within the room, floor lifting, horizontal lifting, supporting patient limbs, ambulating patient, bathing patient, toileting patient, weighing patient and transferring patients from car. Intended for use in following environments: health care, intensive care, emergency ward, rehabilitation, habilitation. The periodic inspection for mobile lifts and sit-to-stand lifts 3en371001, rev 5 states under 10 emergency stop: press the emergency stop button. With the emergency stop pressed in, verify that the hand control buttons do not operate the lift. Turn the red emergency button in the direction of the arrows. Verify the button releases from the locked position into the raised, open position. The golvo 9000 instructions for use recommends a periodic inspection of the lifts should be carried out at least once per year. It is unknown if they facility preforms preventative maintenance on their devices. The control box was replaced and 4 bolts were tightened to secure the base to the mas in order to resolve the reported issue. Based on this information, no further actions are required. Although the reported event did not result in a serious injury, the report of an emergency button not functioning during patient transfer could contribute to a serious injury or death, if the malfunction were to recur. Therefore, baxter considers this a reportable malfunction

Event description:
Baxter received a report from a baxter technician to report the golvo 9000 emergency e-stop was not functioning correctly. The bed was located at the account. This occurred during biomed testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority.